Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl, 55mg/dl and 151 mg/dl. The customer was treat with carbohydrate. The customer declined troubleshooting for low blood glucose. Customer also stated that they received blood glucose not received alerts. The device will not be returned for analysis.